Manufacturer narrative:
The complaint device was returned for evaluation. Incoming visual inspection did not identify any anomalies. Technical visual inspection identified three screws missing on the top case. Device evaluation found the 025 reading was too high and the c02 reading was too low. The 02, pump, dir, and pressure boards were replaced. The device was calibrated. The fan, fan filter, flow rate and leak checks, and power on test, were all performed and passed. The root cause was determined to be that the 02, pump, dir, and pressure boards became aged due to long run hours and normal wear and tear. This was related to the previous repair. This type of event will continue to be monitored.

Event description:
Reportedly, post repair, the device did no release c02 "breath", c02 readings were not right and the waveforms did not look normal. It is unknown if there was patient involvement. There was no report of patient harm. No additional information available.